Event description:
Medtronic received information that the patient with this bioprosthetic mitral valve, implanted an unknown duration, developed endocarditis. Subsequently, an intervention was performed (valve in valve) with another manufacturer's valve. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: this bioprosthetic valve remains implanted and will not be returned for analysis. Furthermore, the serial number was not made available, so device history review could not be performed. Conclusion: based on the limited information available, no conclusion could be drawn. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.